Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use of a fusion oxygenator, a patient with severe mitral regurgitation was scheduled for mitral valve replacement. The device arrived in a sealed box, without dents, apparent structural damage, or priming issues. Upon initiation of cardiopulmonary bypass, blood was observed leaking from the bottom of the oxygenator. Additionally, during reheating, no co2 scavenging occurred despite mixing. An estimated blood loss of approximately 100 cc was observed. The device was replaced. The patient did not require a blood transfusion or any further procedures. No patient complications have been reported as a result of this event. Medtronic received additional information that the leak occurred through the membrane.